Event description:
While inspecting a returned olympus evis exera iii video system center loaner device, it was discovered that the unit was producing a b40 scope communication error. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted, the unit was producing a b40 scope communication error due to a damaged printed circuit board. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 months since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, a definitive root cause of the damaged/faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.